Event description:
It was reported that the battery was not holding a charge. There was no reported impact to the customer¿s blood glucose level. No corrective actions were taken as the customer declined further follow-up, and additional information regarding the resolution of the issue was unavailable.